Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, a piece of plastic tube came out of the hub of the guide catheter. The physician was using a guide catheter placing it in the pt's left coronary artery over a guidewire. The physician prepared for insertion of the guidewire through the tip of the guide catheter. The physician, after retracing the guidewire from the guide catheter, noticed a piece of plastic tube exited out from the hub. The pt is reported to be fine.